Event description:
New information received notes that the change in impedance and sensing measurements was reproducible through isometrics and pocket manipulation. The pocket was opened and change in impedance and noise was observed while handling the device. Leads were tested normal through psa. Device was explanted and replaced. All measurements were normal with the new device. Patient¿s condition was stable prior, during and after procedure.

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a vibratory patient notification alert. It was noted that the rv pacing lead impedance was high and out of range. There was also no capture or sensing in the rv. The patient has been sent for a chest x-ray and will be scheduled for a lead revision. No further information is available at this time.